Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015 initially information was received from a patient via the representative. The patient who was receiving morphine 20 mg/ml at a dose of 12.986 mg/day, flex with a basal rate of 0.499 mg/h via an implantable pump. The lot number, concomitant medications, and medical history were not obtainable. It was reported on (B)(6) 2015 the aspirated volume did not match with the calculated volume when the pump was refilled. The session report provided from (B)(6) 2015 at 09:00 indicated a reservoir volume of 6.4 ml and "real 8 ml." The pump was refilled with 40 ml as noted by the session report. On (B)(6) 2015 the session report from 09:51 noted the expected reservoir volume of 3.8 ml but the "real" was 6.0 ml the pump reservoir volume was refilled with 40 ml as indicated by the session report. The session report from (B)(6) 2015 at 14:51 indicated the expected reservoir volume of 2.9 ml but the real was 7.5 ml. The pump was refilled with 40 ml as indicated by the session report. It was unknown what led to this event or caused the volume discrepancies. Checking the catheter was recommended to the patient by the representative. The patient was going to discuss this with the physician. No patient symptoms were reported and the patient was noted as alive-no injury. No interventions or actions were provided. No surgical interventions occurred and it was unknown if any were planned. The issue was not resolved at the time of the report but the pump remains implanted and in-service. The physician information was not provided to the representative by the patient and the patient did not have any catheter information. The representative was to contact the patient regarding catheter actions, plans, and cause of the discrepancy. If additional information is received, the event will be updated. On (B)(6) 2016 information from the representative further noted that the pump was explanted on (B)(6) 2016 and replaced. The reason for explant was the volume discrepancies as previously reported. No further volume discrepancies were known. The patient had experienced increased pain prior to the pump explant. The catheter was also replaced with an 8780. The patient was well and the pump was to be returned for analysis.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-01 additional information was received from a health care professional¿s notes, which were dated (B)(6) 2016, which indication that this patient had a diagnosis of an intrathecal catheter for intrathecal morphine administration with a concentration of 20 mg/ml at a dose of 13 mg/day. A pump was implanted in 2003 and replaced in 2010. The patient status was also reported as post multiple spinal surgeries. At the time of the dated report, a pump or catheter dysfunction was suspected with this patient as the effect had supposedly declined of late and he was increasingly feeling pain. As a result, a catheter examination under fluoroscopy will be performed. Pump or catheter testing under fluoroscopy occurred on ¿(B)(6) 2016¿. The patient¿s physical examination findings noted the patient was alert, responsive and oriented. Pareses are not to be determined. The cranial nerve status within normal limits, the pupils reacted to direct and indirect stimulation with light, and there was a pained gait pattern. Regarding the pump or catheter testing, there was no passability of the catheter showed here. A high resistance was shown making catheter replacement necessary. Due to the upcoming pump replacement scheduled for next year, it was agreed with the patient that the entire system would be replaced during the next in-patient stay. The findings would be discussed in detail with the patient. Admission for in-patient stay was scheduled for (B)(6) 2016 with a surgery appointment for the next day on (B)(6) 2016. The patient was to be released into the home environment. The medication at discharge was noted a no change in the regular medication at home. There was no change in the pump parameters during ¿this stay¿.

Manufacturer narrative:
Only the pump was received for analysis. As received, the pump reservoir had 18 ml of fluid and in the was in off state. The pump memory logs were gathered and a motor stall recovery was noted. The infusion history shows flex dosing was once active. The motor stall recovery indication meant that there was a motor stall with a motor stall recovery during the pump life. The pump passed dispense accuracy testing. This pump was subjected to a non-standard volume infusion test. The pump volumes were with in what was stated in the clinical reference guide. Destructive analysis did not reveal anything anomalous. In conclusion, the device met specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.